Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error on (B)(6) 2015. Patient reset the device and the reported issue was resolved. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for investigation and passed visual inspection; however, it showed no response. A review of the receiver data log confirmed a hardware error code. The customer complaint was confirmed. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.